Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the reason for the cracked screen was unknown. In addition, it was reported that part of the touch screen became black. Customer¿s blood glucose was 142 mg/dl. Reportedly, customer continued to use the pump for insulin therapy and manual injections as alternate insulin therapy.